Event description:
The physician intended to use the hawkone as per IFU to treat the common iliac artery with (B)(4) stenosis. It was reported that the patient was restless during the procedure, as a result there was difficulty getting hawkone through the sheath. The tip of sheath pulled back from left to right iliac artery. When attempting to remove hawkone device, the tip of the device broke off and lodged in the right iliac. Snare gooseneck 20mm eventually caught the hawk tip and removed from patient along with sheath. However not all of the tip wsa removed. A portion of the tip was surgically removed at a later date. No further patient complications reported.

Manufacturer narrative:
Evaluation summary: the device was received connected to the cutter driver. The distal assembly was separated/fractured from the torque shaft. The fracture showed the coil material stretched and the fracture face was ductile. The separated portion of the distal assembly showed the structural integrity of the stainless steel coils were compromised. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.